Manufacturer narrative:
One sample was returned for evaluation in used condition. Functional testing confirmed the reported issue as a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. A solvent channel was observed on tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana. A lot history review could not be performed as the lot number was not provided by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming liquid was leaking from the welded tube. The event occurred before patient use.